Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve in aortic position. Approximately 4 years and 10 months later, the patient is being evaluated for a valve in valve (viv) work up due to aortic stenosis. As per follow-up with the vcc, the patient will be planned for valve in valve in upcoming weeks. As per medical record review, a tte performed approximately 4 years and 10 months post implant, noted that the technical quality was poor due to lung artifact, the patient was very short of breath, coughing, and having a hard time during the exam. The aortic valve is poorly visualized but is status post tavr with a 26 mm edwards sapien 3 ultra valve. There is prosthetic valve stenosis with mean pg of 62 mmhg, ava of 0.45 cm^2, di of 0.13, at of 106ms suggest significant stenosis. There is mild paravalvular aortic valve regurgitation present. Prior studies also show prosthetic valve aortic stenosis, however, the severity has progressed on the current study.